Event description:
It was reported that the patient experienced hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to below 50 mg/dl while wearing the pod. Duration of pod use is unavailable. No information is available regarding symptoms and treatment. Patient reported that he sustained a jaw injury in car accident due to low blood glucose levels. Multiple good-faith efforts to obtain additional event details were unsuccessful as the patient could not be reached. Insufficient information is available to determine whether insulet¿s device caused or contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.1. Cgm sensor type: g7. . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.